Event description:
Complainant alleged that when the clinicians defibrillated the pt (age and gender unknown) they observed a white flash emanating from under the electrode. The complainant indicated that the pt had already expired when the defibrillation was attempted, and that the pt outcome was not as a result of the reported malfunction.